Event description:
Customer reported an alarm 2 related to their pump. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause levels to exceed 500 mg/dl. The customer was instructed to disconnect from the site, load a new cartridge, deliver a 9-unit bolus, and was informed about the impact on insulin on board (iob). The bolus completed successfully, and the customer was provided with a one-time replacement pump by tandem technical support. The customer was advised on steps for receiving and returning the pump, and they acknowledged understanding.